Event description:
It was reported that pump displayed incorrect time and date settings, and customer did not know why these settings were wrong. There was no adverse impact to the customer's blood glucose level. Customer contacted support, who assisted with updating pump time and date, explained that incorrect date could affect uploads and reports but not insulin delivery, and advised customer to monitor and follow up if time discrepancy greater than 5 minutes recurred, which customer understood and acknowledged.